Event description:
Healthcare professional reported after injection with "juvederm in the "anterior medial cheek v3 area," the pt "had an occlusion" the same day. The pt was treated the next day with hyaluronidase.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of an occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining probable causes for these events. Device labeling addresses the reported event as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization". "The product must not be injected into blood vessels. Introduction of juvederm voluma xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Symptoms of vascular occlusion and embolization include pain that is disproportionate to the procedure or remote to the injection site, immediate blanching that extends beyond the injected area and that may represent vascular tributary distribution, and color changes that reflect tissue such as a dusky or reticular appearance". "As with all dermal filler procedures, juvederm voluma xc should not be used in vascular rich areas. Use in these areas, such as glabella and nose, has resulted in cases of vascular embolization and symptoms consistent with ocular vessel occlusion, such as blindness".

Manufacturer narrative:
(B)(4)

Event description:
The occlusion resolved approximately one month after injection without additional treatment. The healthcare professional indicated the "patient is without long term sequelae of occlusion" and elaborated that the patient is now being treated with ipl (intense pulsed light) for "telangiectasis" after the occlusion. Patient continues to be seen for cosmetic treatment.